Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a case of trace epitheal ingrowth "several isolated cells", observed on the patient's flap edge of the rigth eye at three weeks post lasik treatment. Patient noted as happy and vision is good. Additional information has been requested.